Manufacturer narrative:
Please see MFR # 3012307300-2018-02258 for related device incident.

Event description:
Patient reported her medication cassette detached from the extension set tubing and needed tape to keep the ends together. No patient injury was associated with this incident.